Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional info is received from the hcp. The device is included in the bravo ph capsule and delivery system 9012b1011 (5-pack) and 9012b1001 (single-pack) field action- failure to detach, physician communication (03-december-2007).

Event description:
It was reported that while placing the bravo ph monitor, the capsule would not deploy from the delivery system. When the delivery system was removed from the pt, the capsule fell off onto the pillow. No serious injury to the pt was reported.